Manufacturer narrative:
(B)(4). Date sent 1/2/2025. D4 batch #938c40. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the sr75 reload was received with no apparent damage, with the proximal 49 drivers up without staples and the remaining drivers down with staples present. The returned reload had the swing tab in the unlocked position and the knife not completely within the doghouse. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. The reload was tested for functionality with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. As it is possible that the firing knob was not returned to its home position while loading the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 938c40, and no non-conformances were identified. The lot#970c22 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a lap hemicolectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.